Event description:
Emt's responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and 4 countershocks delivered. According to the reporter, when an attempt to deliver a 5th countershock was made, the device alarmed and would not deliver the shock. Connections were checked, but the device again alarmed when an attempt was made to deliver a shock. A backup device was called for and used and the pt was resuscitated.